Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Event description:
The customer reported that a leak was observed at the beginning of the procedure due to an incorrect set load by the nurse. They stated that the metallic locking piece is not locked at all or is not locked properly. The customer reported that medical intervention was necessary, though at this time, the type or extent of medical intervention is not known. Patient information is not available at this time. Terumo (B)(4) is awaiting the return of the disposable set. This report is being filed due to unknown medical intervention.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the description from the customer, the filler latch was not fully seated when the procedure was started.

Event description:
The customer declined to return the disposable set for evaluation.

Manufacturer narrative:
Investigation: the customer clarified that the medical intervention taken was that, in order to change the leaking kit, the patient must be disconnected from the kit, and the customer misuse two infusions of saline serum, one on each of the two venous paths so they do not become clogged. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer declined to provide the patient's information.